Manufacturer narrative:
(B)(4). An investigation is currently underway upon completion the results will be forwarded.

Event description:
It was reported to covidien on 08/28/2009 that a customer had an issue with a foley catheter. The customer reported that the foley catheter was placed in the patient as a g-tube. At some point the balloon deflated and the catheter migrated out of the patient's stomach and into the abdominal cavity, where barium and tube feedings were infused. As a result, the patient had to go to the operating room for an exploratory laparoscopy, had to have a ng tube and multiple drains placed, and was put on a ventilator and transferred to the ICU.